Event description:
It was reported the device has a missing or broken spring. The threaded tip sticks in canal. There was no patient involved. I noticed this item was not working properly while checking it before sending to a case.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.